Manufacturer narrative:
The investigation was completed with the following result. Despite several attempts to collect additional information, the requested data was not provided. Further investigation regarding the communication issue between the artis pheno system and the slide gantry cannot be conducted without the log files. Based on the available information, it is assumed the collision was caused by a user error. The operator manual contains adequate instructions on how to move the system. It is the responsibility of the operator to ensure that unit movements are released only if it is certain that neither the operator, the patient, third parties nor other pieces of equipment can be endangered by these movements. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described in the adverse event was not classified as a reportable event after detailed investigation, because neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected, since the corresponding probability according to the risk analysis is in the range of inconceivable.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplement report will be filed if additional information becomes available. H6 4755 - slide gantry.

Event description:
Siemens became aware of an incident that occurred while operating the artis pheno system. During a routine preoperative system preparation, communication between the digital substruction angiography (dsa) and the slide gantry was lost. This failure resulted in a collision between the unit and the slide gantry. We are unaware on any adverse effects on the health status of the involved persons, however, this incident resulted in a procedure delay.